Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's weight was not provided. This event is related to MDR # 1810909-2019-00499.

Event description:
The customer reported that three weeks prior to calling ascensia, he performed comparison of blood glucose readings from the contour next link 2.4 meter to the contour next ez meter and a non-ascensia meter, and obtained differences of 50 mg/dl with both meters. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned a different contour next ez meter than the suspected one. The lot # of the test strips involved in the event was unknown. An in-house testing was performed using the returned meter with in-house contour next test strips, which gave satisfactory performance.